Event description:
It was reported that one week post implant the pacing threshold for the lead had increased from 0.5 volts to 1.75 volts. Then within another week a pacing failure was confirmed and a check found the threshold had risen to 2.75 volts. A third check of the lead found the pacing threshold varied between 1 volt at 1 millisecond and 2.5 volts at 1 millisecond. Additional, follow up determined the pacing threshold had stabilized at 2 volts and no pacing failure was found. The physician determined this phenomenon as a rise in threshold due to the patient's body, and decided to use the lead continuously. The capture management setting was changed from off to on. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.